Event description:
An abbott customer advocate (cta) was contacted with regard to discrepant hemoglobin results on a pt. In 2004, a pt sample generated a hemoglobin value of 8.59 g/dl. Approx 4 hrs later, a second specimen redrawn from this pt yeilded a hemoglobin value of 9.36 g/dl. Both specimens were tested on the cell-dyn 3200 sl analyzer in close mode. No impact to pt mgmt was reported.

Manufacturer narrative:
Investigation summary: the account contacted a customer tech advocate (cta) to report discrepant hemoglobin values for a pt. When the lab receives the blood, the pt samples were processed approx 1 hr after collection. The initial result was questioned by the lab and repeated. The results were questioned by a physician and therefore, redrawn and repeated. The account states, she has reviewed the data and suspects that these were drawn in a syringe. The account stated to the cta that, the phlebotomist sometimes draws in syringes and lets the blood sit too long before transferring the blood into an edta tube. This customer has two different cell-dyn 3200 systems. Both cell-dyn 3200 systems were using the same lot of hgb lyse reagent. On both cell-dyn 3200 systems, all qc was in range, all backgrounds were within range, and, all pt qc within range. There were no problems prior to these incidents. There were no instrument errors reported. The account stated that she does not suspect any problems with the cell-dyn systems because, every time a pt specimen was repeated on a second cell-dyn 3200 sys the results always matched. The account has reviewed the issue with the phlebotomist. A review of all calls subsequent to 9/10/04 reveals that there have been no further problems with discrepant hemoglobin issues. Due to the fact that two different cell-dyn 3200 systems were used to troubleshoot the data and both systems were running within specs, the pt results matched ever time the pt specimen was repeated on the second system. The cause of the discrepant hemoglobin results is most likely due to specimen collection and handling. Trending: a review of trending analysis reports for july, august and september 2004 did not indicate an adverse trend for the cell-dyn 3200 system, list #: 04h60-01 for issues with discrepant hemoglobin vlues. Labeling: a review of the cell-dyn system 3200 operator's manual indicates that the operating instructions addresses the issues of sample collection, handling, preparing to run samples and sample mixing. This is the final report.